Event description:
Customer stated that the insulin pump alarmed battery error last week. The insulin pump alarmed battery error and the display is blank. The blood glucose reading is 75 mg/dl. During self test the insulin passed. Advised customer that a new battery cap will be shipped. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.